Event description:
Customer reported via phone call to have difficulty with sensor. Customer reported of receiving a sensor end alarm but customer was attempting to use sensor for more than six days. Customer was advised that this was off labeled and not recommended. Customer reported of having blood glucose of 500 mg/dl and trainer advised that she hit act three times in order to suspend insulin pump. Customer was educated that pressing act three times during bolus delivery would suspend insulin pump. Customer also reported that act button was not responding. It was clarified to customer that act button issue was due to the state of the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.